Manufacturer narrative:
Device alarmed pump error 38 during motor rewind. Per visual inspection found traces of corrosion on the home motor switch due to insulin leaking into the device. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion tests due to pump error 38.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarm. The customer¿s blood glucose level was unknown. Customer reported that they were able to clear the alarm but not able to rewind the insulin pump. Customer was advised to the insulin pump required replacement, to discontinue use of the insulin pump and to revert to backup plan. The insulin pump will be returned for analysis.